Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was unstable when wiggling the pigtail due to a worn-out video connector latch. Additionally, the following was recommended: replacement of the older version main switch; update to current 3.10 software version. The investigation is ongoing and follow up with the user facility is currently being performed for details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no image. When the paddle connector was wiggled, it made a clicking in the connector, so something was broken in there. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, it's likely the loss of image occurred due to faulty video connector socket. Olympus will continue to monitor field performance for this device.